Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving lower readings from his adc freestyle libre sensor than readings received on the built-in meter and provided the following comparisons: sensor: 90 mg/dl vs meter: 179 mg/dl, sensor: 105 mg/dl vs meter: 241 mg/dl and sensor: 101 mg/dl vs meter: 191 mg/dl. Customer further reported that on (B)(6) 2018 he experienced ¿nausea, breathing hard and weakness¿. Customer self-presented to the (B)(6) hospital where he was treated with sodium chloride and humulin insulin. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Visual inspection was performed on the sensor plug and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Sensor inserted into the sim-vivo test fixture. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving lower readings from his adc freestyle libre sensor than readings received on the built-in meter and provided the following comparisons: sensor: 90 mg/dl vs meter: 179 mg/dl, sensor: 105 mg/dl vs meter: 241 mg/dl and sensor: 101 mg/dl vs meter: 191 mg/dl. Customer further reported that on (B)(6) 2018 he experienced ¿nausea, breathing hard and weakness¿. Customer self-presented to the grosseto hospital where he was treated with sodium chloride and humulin insulin. No additional information was provided. There was no report of death or permanent injury associated with this event.